Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this system could not communicate with pacs wirelessly. In the application, it would show an association error. There was no patient involvement. Troubleshooting was performed. It was found that the wi-fi was turned off. After turning it on it asked for a password. Additional information was received. It was reported that after further troubleshooting the site attempted to enter the password but after getting an ip address it seemed to drop the ip information after a second.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735797, serial/lot #: (B)(6). H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system unable to connect to wi-fi endpoints. Hardware was replaced and the system then passed testing. Codes b01, c13 and d02 are applicable to this analysis. Product ID 9735797, lot number lot number (B)(6), was returned to the manufacturer for analysis. The endpoint had configuration issues. It wasn't capable of passing the wi-fi test. Endpoint was reset to factory default, then reconfigured, and was able to pass wi-fi test for both 2.4 ghz and 5ghz. Codes b01, c10 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.